Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during percutaneous coronary intervention, the stent was unable to cross the lesion. The target lesion was located in the moderately calcified distal left anterior descending (lad) artery. The 3.0x38mm promus element stent was advanced several times but was unable to cross the lesion due to the angle of the target vessel and calcification. The procedure was completed with a 3.0x28mm promus element stent. There were no patient complications reported and the patient status is good. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage of the stent. The stent had moved approximately one strut width over the proximal marker band. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).